Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
E1 - reporter phone number (B)(6). Date of event is estimated.